Manufacturer narrative:
(B)(4) complaint conclusion: as reported via the (B)(6) study (patient (B)(6)), a (B)(6) female experienced enterprise stent migration, and expired due to intra-arterial cerebral thrombosis, cerebral hemorrhage and cerebral edema. The patient had presented with an unruptured left side wall saccular supraclinoid carotid artery aneurysm that was 5.6 mm x 7.7 mg with a 5.0 mm neck width. Parent vessel internal diameter proximal to the aneurysm was 3.6 mm, distal was 3.5 mm. She was asymptomatic, and had been placed on 325 mg aspirin and 75 mg plavix daily on (B)(6) 2017, but had not taken medication the day prior to or the day of the procedure, so was given a 75 mg plavix and 325 mg aspirin prior to starting the procedure. Due to the patient¿s history of heparin-induced thrombocytopenia (hit), heparin was not administered during the procedure. There had been no evaluation of the antiplatelet inhibition response. Since the patient was not receiving heparin, acts were not checked. On (B)(6) 2017, a 4.0 mm x 16 mm enterprise 2 vrd (enf401612c/ 10665773) was implanted over the aneurysm neck and ten coils were implanted into the aneurysm by jailing technique. Following stent placement, there was thrombus noted within the vessel with tici grade 2b. It was reported that there was good stent expansion and relatively good wall apposition. A dose of 20 mg reopro was administered and a small amount of thrombus was noted at the site of the coil mass. At that point, multiple attempts were made to access the site of the clot including use of a penumbra and infinity catheter; however, given the patient¿s tortuosity at the cervical carotid, this could not be accomplished. It was reported that at no point was the stent crossed. Additional 10 mg of reopro was administered just proximal to the stent which resulted in clot migration from the aneurysm neck to the proximal m1. Subsequent follow-up revealed no filling in the a1 segment and partial filling of the m1 with migration of the stent into the m1 segment. There were no known factors contributing to the stent migration, but one theory presented by the physician was that the clot migrated thus taking the stent with it. The stent did not appear damaged. The coil mass was maintained within the aneurysm. Intravenous tpa was administered (0.9 mg/kg), and on subsequent follow-up, a patchy distribution with partial filling of the m1 with the stent and some hyperdensity was noted in the basal ganglia region suspicious for contrast extravasation and/or hemorrhage. A solitaire stent retriever was used in an attempt to salvage the m1 vessel, and after first pass, a large portion of the clot was retrieved. A balloon was used within the stent in the mid m1 segment resulting in further lysis of the clot. A final run showed a small amount of thrombus still in the distal end of the stent, but with filling of the majority of the carotid artery branches. Post coiling surveillance angiogram demonstrated no residual filling of the left internal carotid artery aneurysm. Later in the evening, the patient had a change in neurologic status, a repeat CT was performed demonstrating a worsened hemorrhage with concerns for impending herniation due to a vasogenic edema and midline shift of 9 mm. She was emergently taken to the or after receiving platelets and cryoprecipitate for left decompressive craniectomy. The patient¿s condition continued to worsen and she expired the day after the index procedure. The device was not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10665773. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent migration, thrombotic emboli, hemorrhage and stroke are all potential adverse events that may be associated with the use of the codman enterprise 2 vascular reconstruction device in the intracranial arteries and are listed in the instructions for use (IFU) as such. The root cause of the events could not be conclusively determined; however, patient and procedural factors appear to have contributed to the events. As stated in the IFU, use of the device is contraindicated in patients in whom antiplatelet and/or anticoagulation therapy is contraindicated. The IFU also cautions: ¿the use of the codman enterprise 2 vascular reconstruction device in patients in whom antiplatelet and /or anticoagulant therapy is contraindicated could result in a higher risk of thrombosis¿. As reported by the physician, the migration of the clot may have contributed to the stent migration. In addition, it was reported just prior to the migration, reopro was administered just proximal to the stent; therefore, device interaction with the stent may have contributed to the stent migration. There is no current safety signal identified related to the reported events based on review of complaint history for the devices. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Concomitant devices: micrusframe s 10 coil (mfr100509/ 511178) x 1, micrusframe s 10 coil (mfr100412/ 511571) x 1, galaxy g3 mini (glm930080/ 515061) x 2, deltaxsft 10 coil (dlx100408/ c41862) x 2, galaxy g3xsft t coil (glx122505/ s11286) x 2, galaxy g3 mini (glm925055/ s15116) x 1, galaxy g3 mini (glm920060/ s15058) x 1, agility 14 soft guidewire (614482/ h56154), agility 14 soft guidewire (614-482/ hd5347), agility 14 soft guidewire (614-482/ hg0011), envoy da guiding catheter (671-285-95d/ e11332), prowler select lp es microcatheter (606-s155fx/ 17707266), and prowler select plus microcatheter (606-s255fx/ 17723339). Medications give on day of procedure included: lidocaine 5 ml IV x 1, dexamethasone 10 mg IV x 1, ephedrine 5 mg IV x 2, fentanyl 50 mcg IV x1, fentanyl 25 mcg IV x 1, ondansetron 4 mg IV x 1, phenylephrine 100 mcg IV x 1, propofol 30 mg IV x 1. Plavix 75 mg 7 (B)(6) 2017, aspirin 325 mg daily (B)(6) 2017. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(6) study (patient (B)(6)), a (B)(6) female experienced enterprise2 stent migration, and expired due to intra-arterial cerebral thrombosis, cerebral hemorrhage and cerebral edema. The patient had presented with an aneurysm an unruptured left side wall saccular supraclinoid carotid artery aneurysm that was 5.6 mm x 7.7 mg with a 5.0 mm neck width. Parent vessel internal diameter proximal to the aneurysm was 3.6 mmg, distal was 3.5 mm. She was asymptomatic, and had been placed on 325 mg aspirin and 75 mg plavix daily on (B)(6) 2017, but had not taken medication the day prior to or the day of the procedure so was given a 75 mg plavix and 325 mg aspirin prior to starting the procedure. There had been no evaluation of the antiplatelet inhibition response. Since the patient was not receiving heparin, acts were not checked. On (B)(6) 2017, a 4.0 mm x 16 mm enterprise 2 vrd (enf401612c/ 10665773) was implanted over the aneurysm neck and ten coils were implanted into the aneurysm by jailing technique. Due to the patient¿s history of heparin-induced thrombocytopenia (hit), heparin was not administered during the procedure. Following stent placement, there was thrombus noted within the vessel with tici grade 2b. It was reported that there was good stent expansion and relatively good wall apposition. A dose of 20 mg reopro was administered and a small amount of thrombus was noted at the site of the coil mass. At that point, multiple attempts were made to access the site of the clot including use of a penumbra and infinity catheter; however, given the patient¿s tortuosity at the cervical carotid, this could not be accomplished. It was reported that at no point was the stent crossed. Additional 10 mg of reopro was administered just proximal to the stent which resulted in clot migration from the aneurysm neck to the proximal m1. Subsequent follow-up revealed no filling in the a1 segment and partial filling of the m1 with migration of the stent into the m1 segment. There were no known factors contributing to the stent migration, but one theory presented by the physician was that the clot migrated thus taking the stent with it. The stent did not appear damaged. The coil mass was maintained within the aneurysm. Intravenous tpa was administered (0.9 mg/kg), and on subsequent follow-up, there was a patchy distribution with partial filling of the m1 with the stent and some hyperdensity noted in the basal ganglia region suspicious for contrast extravasation and/or hemorrhage. A solitaire stent retriever was used in an attempt to salvage the m1 vessel, and after first pass, a large portion of the clot was retrieved. A balloon was used within the stent in the mid m1 segment resulting in further lysis of the clot. A final run showed a small amount of thrombus still in the distal end of the stent, but with filling of the majority of the carotid artery branches. Post coiling surveillance angiogram demonstrated no residual filling of the left internal carotid artery aneurysm. Later in the evening, the patient had a change in neurologic status, and a repeat CT was performed demonstrating a worsened hemorrhage with concerns for impending herniation due to a vasogenic edema and midline shift of 9 mm. She was emergently taken to surgery after receiving platelets and cryoprecipitate for left decompressive craniectomy. The patient¿s condition continued to worsen, and the patient expired the day after the index procedure. According to the study investigator, intra-arterial thrombosis was severe, resulting in death and possibly study device related and probably related to other devices, but definitely related to the procedure, and not related to target aneurysm. He felt that cerebral hemorrhage was severe and not related to codman study device, but definitely related to the procedure. The device was implanted and not available for analysis.